Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery had to be changed 4 times within 5 days. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm without warning. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. No unexpected battery power loss noted during testing. Unit was received with minor scratched lcd window, cracked retainer and scratched case.